Manufacturer narrative:
This is the second time this specific device was taken out of service for failure of the battery. (Battery failure contributes to incorrect time stamp which was the complaint in both events). The first event was reported through mfg report # 1316463-2008-00002. The failure investigation indicates the battery (mfg date nov '07) showed low capacity and would not fully recharge. Upon 12-hour recharge, the battery charge capacity was only 0.6a-hrs when it should have been 5 a-hrs, nominal. Further analysis indicated there is no abnormal current draw by the device and that the device is charging the battery properly. The device operates as specified with a new battery or when connected to ac power. The device has been taken out of service and will not be returned to the customer. The failed battery is being returned to the manufacturer for further evaluation. The customer will be contacted to determine whether the battery was maintained in accordance with the directions for use (example, recharging instructions.). This investigation is still underway.

Event description:
Electrocardiograph machine as used in the emergency department in a foreign country was displaying an incorrect time stamp in the morning in 2008 as documented in customer complaint notification. There was no patient injury associated with this complaint. The customer feels there is a potential risk to patients because the event record (time stamp) may not correspond to the actual times when tests are conducted. This is the second customer complaint on this device. The first complaint was documented, and reported to the FDA in MFR report# 13164693-2008-00002.